Event description:
It was reported that nurse was trying to restart therapy after patient came back to the arctic sun device from a procedure. No flow with air in line alert. Prior to this patient had been at target temperature for hours on this same device. Mss confirmed patient temperature was 36.1c, target temperature was 33c and flow rate was 0lpm. Nurse stopped therapy, emptied arctic gel pads, disconnected, and reconnected using proper technique. Mss confirmed that patient temperature was in outlet monitor temperature (t1) cable inlet, fluid fill tube in proper storage position. System diagnostics showed that flow rate was 0lpm, inlet pressure was -24.9psi, circulation pump command was 100 percent, mixing pump command was 0 percent, heater command was 0 percent, system hours were 1240.8 and pump hours were 1088.7. Nurse turned off device, unplugged, plugged in, restarted and flow rate was 0lpm. Nurse stated that they did not have time to do individual pad troubleshooting and nurse thought the pads could have been pulled on when patient was transferred from bed to stretcher, to treatment table, to stretcher, to bed. Nurse had someone going to get another set of pads and would replace them. While waiting for pads, nurse put device in manual control mode, inlet pressure was -11.9psi, circulation pump command was 37 percent and mixing pump command was 100 percent. Nurse confirmed fluid delivery line (fdl) was connected securely and there was no visible damage to the fluid delivery line (fdl). Nurse disabled manual control. Mss advised they would call back in 10 minutes so that they could get another set of arctic gel pads. When called back, had them connect the new pads with proper technique, and therapy resumed. Nurse confirmed that patient temperature was 36.3c, flow rate was 2.2lpm, inlet pressure was -7psi, circulation pump command was 62 percent, mixing pump command was 100 percent and heater command was 0 percent. Mss asked nurse to deliver the old pads to unit manager and stated that they already had thrown them away. Mss also advised to call back if any additional issues occurred.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "adhesion gaps in film bond due to temp controller set too low or failed, nip roller air pressure set too low or no air pressure, belt speed controller set too high." It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse was trying to restart therapy after patient came back to the arctic sun device from a procedure. No flow with air in line alert. Prior to this patient had been at target temperature for hours on this same device. Mss confirmed patient temperature was 36.1c, target temperature was 33c and flow rate was 0lpm. Nurse stopped therapy, emptied arctic gel pads, disconnected, and reconnected using proper technique. Mss confirmed that patient temperature was in outlet monitor temperature (t1) cable inlet, fluid fill tube in proper storage position. System diagnostics showed that flow rate was 0lpm, inlet pressure was -24.9psi, circulation pump command was 100 percent, mixing pump command was 0 percent, heater command was 0 percent, system hours were 1240.8 and pump hours were 1088.7. Nurse turned off device, unplugged, plugged in, restarted and flow rate was 0lpm. Nurse stated that they did not have time to do individual pad troubleshooting and nurse thought the pads could have been pulled on when patient was transferred from bed to stretcher, to treatment table, to stretcher, to bed. Nurse had someone going to get another set of pads and would replace them. While waiting for pads, nurse put device in manual control mode, inlet pressure was -11.9psi, circulation pump command was 37 percent and mixing pump command was 100 percent. Nurse confirmed fluid delivery line (fdl) was connected securely and there was no visible damage to the fluid delivery line (fdl). Nurse disabled manual control. Mss advised they would call back in 10 minutes so that they could get another set of arctic gel pads. When called back, had them connect the new pads with proper technique, and therapy resumed. Nurse confirmed that patient temperature was 36.3c, flow rate was 2.2lpm, inlet pressure was -7psi, circulation pump command was 62 percent, mixing pump command was 100 percent and heater command was 0 percent. Mss asked nurse to deliver the old pads to unit manager and stated that they already had thrown them away. Mss also advised to call back if any additional issues occurred.